Manufacturer narrative:
Our field service engineer investigated the device on-site. The fse replaced the control printed circuit board (pcb) to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. No device logs were provided. The replaced expiratory valve coil has been returned for investigation. It passed couple of pre-use checks. No issues were found during ventilation for 4 hours. Another couple of pre-use checks were performed after ventilation successfully. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Defective expiratory valve coil may lead to stop of ventilation. The conclusion is that the device failed to meet its specifications during the reported event and that the expiratory valve coil could be a contributory cause. However, since the reported issue could not be reproduced at the manufacturing site, no definite root cause can be established.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's reference #: (B)(4).